Event description:
It was reported to philips that the system did not startup as the uninterruptible power supply (ups) was out of service. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system room bay did not start. During troubleshooting, the philips technician found that the inverter was defective. The fse replaced the inverter and connections of the hemodynamic bay elements. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.